Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endo anchoring system was used prophylactically in conjunction with an endurant stent graft system during the endovascular treatment of an abdominal aortic aneurysm. It was reported during the index procedure after the first endo anchor had been deployed and when the guide was straightened, difficulty was noted when attempting to retract the applier. The applier was removed with the guide and upon inspection of the guide the tip end was observed to be deformed. A second guide was opened however during deflection (following the IFU) a snap noise was heard and the guide ceased to deflect any further. A third sg-64 guide was then used with no further issues noted and the procedure completed successfully. Per the physician the cause of the event is undetermined. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary: the guide and dilator were returned for analysis. Severe deformation was visible to the inner curve of the guide tip. There was partially exposed braid wire visible inside the tip. The tip was slightly oval in shape with delamination visible inside the tip. The tip deflected on rotation of the control knob with no abnormality noted. If information is provided in the future, a supplemental report will be issued.